Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record could not be reviewed as lack of the serial number of the device. This report is in reference to mw5079878. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following lasik surgery they were left under-corrected. In addition, consumer experienced severe dry eyes and was unable to sleep through the night without the corneas sticking to the eyelids. Consumer constantly had to wake up to use lubricating drops. The eyes burned all day. Their thoughts were consumed with regret over the decision to have the procedure. Their work and relationships suffered and their mental health deteriorated and they felt very suicidal at times. The consumer gets chronic migraines, tension, and pain in the left side of the face and head including the eye itself, brow, scalp, temple, back of the neck and the jaw. The consumer has developed neuropathic pain in the left eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Manufacturing review was not performed as indicated on the MDR since the serial number was not provided. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).